Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp stated the device is turned off and the removal appointment is not yet scheduled. The hcp stated that the patient will follow-up after device replacement. No further complications were reported.

Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by the patient that their programmer had been replaced and they only had one program. The patient reported that they had fallen in (B)(6) 2019 on their right side which was where the device was and since the fall they had been getting an ¿electric shock¿ in their vagina. The patient stated that one setting was very painful and that they had to wear a pad and that they couldn¿t hold their urine. The patient stated that they were going through 30-40 pads a weeks. The patient stated that the health care physician (hcp) had told them that the device needed to be replaced. It was noted that the patient had called for MRI information (not alleged to be related to the device/therapy) there were no further complications reported.